Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported a tingling sensation on the right side of the body, which started several months ago. The implant (ins) is located on the right side of the lower back. Pt met with their hcp, who indicated the sensation is not normal. Agent provided education on lowering stimulation or changing groups, which may help address the issue. Pt did not have the handset or communicator during the call and stated they will call back with the external devices. Additional information was received from the patient (pt). They reported it tingles every time they charge and turn on the therapy. Pt noted they do get the occasional jolt on the left above the belt. No actions taken so far, the pt assumed it was typical, but notes it is bothersome. Issue is not yet resolved, pt noted they told their doctor that while they do not know how to tell it works, they do know how bad they hurt and re not sure it is really working. Pt cannot tell any difference when they let the battery deplete and don't charge.